Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting non-recoverable alarm 64 (control processor). Guided through turning the arctic sun device off/on and resuming therapy. Advised device will need to go to biomed if this alarm persists. Per review of wo, the device gave several alarms and alerts with the nurse the night before.

Event description:
It was reported that the customer stated that the device gave several alarms and alerts with the nurse the night before. No issues were found.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. No issues were found. Biomed was instructed to send the data log files to determine the nature of the alert and determine root cause. A DHR review is not required as the reported event is unconfirmed. A risk review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.